Event description:
It was reported to depuy acromed that the tip of the polyaxial screwdriver broke off when inserting the screw. Surgery time was prolonged a half an hour. There were no other adverse consequences to the pt. A dimensional analysis was performed on the unbroken portion of the screwdriver and it conformed to specifications. The drawing and device history record were reviewed and no discrepanices were found. The most likely cause of the event is excessive force, or applying the driver at an oblique angle to the screw. The screwdriver tip is small so caution should be taken not to over-torque the driver. Also, if the driver is placed at an oblique angle additional forces are placed on the driver which could cause it to break. For those customers having difficulty with this device, the moss miami 2.5mm dual hex shaft can be used. This instrument is more likely to withstand over-torquing forces. No further action is required.